Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller stated that she received a message about allergy testing for a patient that possibly had an allergic reaction to a device. The caller was calling to ask about a component list or a test kit. The caller stated that from the message she inferred that the system was explanted and the hcp wanted to have the patient tested before she was re implanted. No further symptoms reported. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the rep was not certain as to whether the patient had a reaction to the device or not. They were doing some further testing. The pocket site just would not heal after multiple closure attempts. Rep was told the patient had a rare bleeding disorder and was not allowed to come off anticoagulants and the wound just would not heal properly.